Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient felt symptoms like palpitation when doing activities, and the heart rate increased to 120 ppm. The patient went to hospital for reprogramming, to turn off the rate responding function, and the symptoms were relieved. However, the patient experienced the symptoms again, and received reprogramming to turn on the rate responding function. No patient complications have been reported as a result of this event.